Event description:
Nurse plugged in vital check machine and it gave them a shock. No pt injury. This occurred as the nurse was plugging unit into the wall socket. Nurse claims it gave them a shock and they required hospitalization for several days due to "trauma".